Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was experiencing a burning and tingling sensation at the battery site. The rep suggested the patient try and place the recharger over the battery site without charging to see if that made any difference. The patient will get back to rep to let them know. The patient turned the recharging power down to 2 but turned it back to 4 because the result was the same. The issue was not resolved. The patient is scheduled to see her physician on (B)(6) 2022 to discuss the issue. Additional information was received from the manufacturer representative (rep). It was reported that the patient stated that when they recharge their ins with the recharger they feel tingling and burning. The rep instructed the patient to reduce the charging power from 4 to 2, but it was reported that the patient had the same issue. The rep also instructed the patient to turn the ins off and then charge. The patient had not gotten back to them yet with the results. The issue was not resolved at the time of the report. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. Additional information was received from the rep. The rep responded via email that turning the ins off while charging resolved the patient¿s burning/tingling sensation when charging. But she still was having discomfort at the pocket site. She is scheduled to meet with her implanting physician friday (B)(6) 2022. Additional information was received from the patient. It was reported that the recharger paddle was getting really warm about 3 weeks after surgery when they were charging the implant. Patient stated she saw her surgeon and the rep today ((B)(6) 2022). Patient reported she has been having a lot of issues when charging the ins getting tinging and stinging and they like to rule out the recharger device (rtm). The patient was asked to inspect the rtm for damage and the patient said there is no visible damage and the rtm usually gets warm on the center of the paddle. The issue was not resolved. An email was sent to the repair department to replace the recharger device. Additional information was received from a rep. The rep called back to discuss patient having stinging, tingling sensations. Initially the caller explained it was only occurring while recharging, but now appears to be occurring at other times. In addition, the caller believes the sensation is now occurring with stimulation turned off. The patient reported to the rep several times during the night when the sensations occurred. We discussed possible reasons for the sensations. The rep will be reaching out to the patient to clarify when events occur. The patient was seen by surgeon on (B)(6), who reported the pocket looks good (healing wise). Additional information was received from the rep. It was reported that the patient is scheduled for a pocket revision and exploration of the pocket site and battery on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reiterated previously reported issues. Patient reported they were having an issue with their implanted neurostimulator (ins) since implant date. Pt said they met with mdt rep. Today in person for a "diagnostic" of the ins and "everything was fine." Pt said since they turned on their ins, they had been experiencing "severe shocking and stinging." Pt said they notified their surgeon and mdt rep. About this issues since they began to feel the "shocking and stinging" since implant date. Pt noted on (B)(6) 2022 they removed the "battery" (it was understood this as the ins) "wiped it off, unplugged it and plugged it back in." Pt noted they have their ins off more often than they have the ins on because of the stinging and the shocking. Pt said they don't want to go back to having back pain. Pt said their ins wakes the pt up at night and the unit can be off for "10 days", but they still feel the shocking and tingling every time they charge their ins, but the shocking and tingling also occurs "randomly." Pt noted on sunday their ins was off for 10 days when they were talking to their son and the ins shocked them "so bad" it was like "my legs went in different directions because it was just so terrible." Pt said the shocking and tingling" only lasts for a couple of seconds." Pt said they had been reporting these issues "since the day they turned the ins on." Pt said their hcp dr. Christopher bilbao "was like, oh well, what do you want me to do." Pt noted they have an appointment on (B)(6) 2022 with dr. (B)(6) (neurosurgeon) a different hcp to discuss removing the ins. Pt said their next step was to have the ins removed, but they didn't want to have it removed because the ins "works" to remove the back pain. Pt said mdt rep. Did everything they could do and told the pt to call medt ronic. Pt said dr. Christopher bilbao would not be the hcp to remove the ins because they "didn't have any answers for me." It was reported that the stinging and shocking occurred at implant site.

Manufacturer narrative:
H3: product ID 97715 serial#(B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977c165 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755 lot# serial# (B)(6) implanted: explanted: product type recharger h3: analysis of the 97755 recharger (rtm) (serial number (B)(6) revealed intermittent poor recharge quality message. No anomalies were visually observed. The device was scrapped due to failing on bench testing but passed at plexus. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the sensations at the pocket site were not determined. The sensations at the pocket site have not been returned and it is unknown what actions will be taken to resolve it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The caller reported today that they performed an explant of the system. When tugging on the leads it was reported the 8-15 lead came right out (loose connection). Patient's healthcare provider (hcp) performed the explant today and reported being upset that previous hcp did not replace the ins during their first revision. Caller will be returning ins and leads to analysis.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger; product ID: 977c165, lot# va2gkjr043, implanted: (B)(6) 2021, product type: lead; product ID: neu_siliconeanchor, serial# unknown, product type: accessory; product ID: neu_siliconeanchor, serial# unknown, product type: accessory. H3: analysis of the ins and lead are in progress but not yet complete. Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the doctor was going to explant the stimulator due to the burning and stinging at the battery site.